Manufacturer narrative:
Note: d4 primary UDI number has been updated to (B)(4). On 26-aug-2024, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31305452l and no interaction related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-jul-2024, bwi received additional information indicating that the patient did not experience an asymptomatic stroke. They also had not experienced any neurological symptoms since the procedure had been completed. Additionally, per internal review of the event, bwi had noted a correction to be made. The h6 medical device problem code was missing for "device contamination with body fluid (a180103)" and it has now been added to this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an right pulmonary vein (rpv) ablation with a qdot micro¿ catheter and char was adhered to the proximal side of the tip electrode of qdot micro catheter. There was no char after rpv ablation. After a left pulmonary vein (lpv) ablation, char was confirmed when the catheter was removed from the patient's body. Char was wiped off and the procedure was continued. Heparin was used for anticoagulation during the procedure. Act (activated clotting time) was unknown. There were no issues with the catheter temperature or flow. There were no issues with the generator settings or function. No patient consequences were reported.